Manufacturer narrative:
The device has not been received for analysis. However, based on the available information, boston scientific concluded the quality control deficiency cause code was selected based on the results of the investigation and the information provided within the event description. Further investigation is ongoing and bsc is working with the supplier to determine whether any additional solutions will be implemented.

Event description:
It was reported that during an atrial fibrillation procedure a faradrive steerable sheath clear was selected for use. The sheath could not aspirate during the procedure. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has not been received at boston scientific post market laboratory.

Manufacturer narrative:
Correction to previously report additional MFR narrative, evaluation result codes, and evaluation conclusion codes the device has not been received for analysis. Boston scientific's investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that during an atrial fibrillation procedure a faradrive steerable sheath clear was selected for use. The sheath could not aspirate during the procedure. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has not been received at boston scientific post market laboratory.

Event description:
It was reported that during an atrial fibrillation procedure a faradrive steerable sheath clear was selected for use. The sheath could not aspirate during the procedure. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.